Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there are two likely root causes: the malfunction likely occurred due to a large load outside the recommended usage conditions that was applied to the body of the panel from outside to cause damage. Aging / deterioration. The investigation also identified the malfunction can be attributed to user handling, "do not use a pointed or hard object to press the buttons on the front panel. This may damage the buttons".

Manufacturer narrative:
Device has been returned for evaluation. The customer¿s complaint of front panel switches not functioning was confirmed. The service technician observed front panel, igniter and iris cable needed a replacement. The service technician ensured that the unit was fully functional after the replacements. The cause was traced to component failures. No further information was reported.

Event description:
The customer reported to olympus during an endoscopic retrograde cholangiopancreatography procedure, the front panel lights remained on and the buttons were not functioning. The image was displayed much smaller, as if it was in picture in picture module instead of full screen. The procedure was completed with the same device. There was no patient injury reported.